Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the kit, lor syringe, and medicine cup with no relevant findings. The customer reported that "when flushing the lor syringe before use, some black materials came out from the syringe." The customer returned one (1) opened epidural catheterization kit, reference (B)(4) the returned samples were visually examined with and without magnification. Visual examination of the returned medicine cup revealed that the medicine cup was wrapped and taped with plastic. There were black particulates on the surface of the medicine cup. The plastic was removed from the medicine cup to examine visually and microscopically. Presence of what appeared to be a shiny substance was found at the bottom of the medicine cup. The particulates varied in size. Visual examination of the returned syringe revealed that lor syringe and luer-slip syringe were returned with a yellow caution sticker wrapped around the two syringes. The yellow caution sticker was removed from the syringes to perform the visual and microscopic inspections. There is residue on the inside of the bottom of the barrel of the syringe. Other remarks: smaller black particulates were present between the barrel and the plunger, reference (B)(4). Black particulates were also present at the top of the barrel near the opening of the barrel. The plunger would stick and not slide completely. The returned luer-slip was visually and microscopically inspected and no black particulates were present. No other defects or anomalies were observed. An additional document review was not required as a part of this complaint investigation. Nonconformance, 40008371, have been imitated to further investigate this complaint issue. The reported complaint of black particulates on the medicine cup after flushing the lor syringe was confirmed based on the sample received. A device history record review was performed on the kit, lor syringe, and medicine cup with no evidence to indicate a manufacturing related issue. The lor syringe is a purchased part. Therefore, the potential root cause of this issue is supplier related. A nonconformance, 40008371, has been initiated to further investigate this issue.

Event description:
When flushing the lor syringe before use, some black materials came out from the syringe. The physician did not use the kit. There was no patient harm.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
When flushing the lor syringe before use, some black materials came out from the syringe. The physician did not use the kit. There was no patient harm.